Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. There have been no other complaints reported in the lot number attempts to obtain info have been made. A completed questionnaire has not been received. (B)(4).

Event description:
A surgeon reported a patient with unexpected postoperative cylinder following multifocal intraocular lens implant surgery. Add¿l info has been requested. There are two medical device reports associated with this event. This report is for the left eye.